Event description:
The bleeding improved throughout the post-operative course as expected, the color of the urine was attributed to the cyanokit administration and improved in color over the next 72-96 hours. The pump was explanted and not available for return.

Manufacturer narrative:
B5: added additional information d4: corrected serial number and UDI.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in e1; e3 the cause of the patient-device interaction problem was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 45-year-old male with a pre-support clinical state consistent with scai shock stage c underwent elective placement of an impella 5.5 device direct surgical access to the right-sided aorta. Postoperatively, the patient developed dark red urine and required a return to the operating room for management of bleeding following the initial surgery, including placement of a right chest tube and administration of multiple blood products. The patient was noted to be vasoplegic and was treated with cyanokit, resulting in the expected outcome of deep red urine discoloration. No allegations were made against the impella device, and no device malfunction was suspected. No console data download was required, and no replacement was requested. The device was successfully explanted and the patient survived.